Event description:
It was reported that when using the bd pyxis¿ medstation¿ es frozen on blue screen, which located on unrehab. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station, validated that the med application was already auto launched in carefusion application (cfnapp), and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.